Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant procedure, it was not possible to maneuver the lead. Under x-ray, the lead's helix mechanism was observed as being more than halfway extended out without having screwed out the helix mechanism. A high number of turns were used to try to retract and even to advance the helix mechanism but nothing was resolved. The lead was not implanted and a new lead was used instead. No patient complications have been reported as a result of this event.